Event description:
Eight years after restylane injections to nasolabial fold and to augment jaw line, I have developed a psoriasis-like rash with plaque at all the injection sites. The plaques persist now for more than one year and follow the injection pattern almost exactly.